Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc center, the device failed a step during testing and the device's oxygen blending module board was replaced to address the issue. The replaced component was returned to the MFR's product investigation lab for investigation. The investigation confirmed a sensor drift occurred on the oxygen blending module board.